Event description:
As the doctor took off the guidewire from the needle, the wire frayed itself in the arm. However, it should be noted that the wire was kinked in the set before the use. The accident created a thrombus and the doctor had to perform the procedure again in the humeral vein.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Event is currently under investigation.